Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support to report leaking from the cartridge and connector during a supply change. Upon discussion, it was determined that the patient had been connecting the cartridge and connector outside of the device. The patient was advised that the cartridge should be inserted into the device before attaching the connector, as connecting them beforehand was the source of the leak. Blood glucose levels were not affected, and the patient completed another supply change immediately. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.